Event description:
It was reported that the customer was hospitalized and broke her leg. The emergency med tech reportedly stated that her blood glucose was 46 mg/dl. The insulin pump did not have a battery in it while she was at the hosp. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.